Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump between reservoir compartment and battery compartment there was a sharp piece of plastic sticking out. It was reported that the arrow doesn¿t work when there was info on screen and can¿t turn light on. The insulin pump will be returned for analysis.